Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-dec-2017 with the following findings: a review of the pump¿s black box data showed no evidence of call service alarms. During visual inspection of the pump, it was observed that the battery compartment was cracked and there was evidence of moisture corrosion observed in the compartment. The returned battery cap was able to fit securely onto the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and all the current readings were within specification. The investigation was unable to duplicate the initial complaint. The pump¿s cover was removed and there was no further evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.